Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified concentration of cardizem at an unspecified rate, via plum pump. The customer contact reported that after the infusion was initiated, the pump audibly alarmed for an unspecified alarm condition. At that time, it was noted that solution was leaking from the base of the pump. The customer contact reported that while attempting to troubleshoot, it was noted that solution leaked from the diaphragm on the cassette of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reports of adverse patient effects and no reported delay in therapy critical to the patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.